Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unable to pull exams over the network. It was reported that the site was setup on dynamic host configuration protocol (dhcp). There was no patient present when this issue was identified. No additional information was provided.